Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The motor assembly was found with moisture damage as well. Unable to test for failed battery test alarm due to blank display. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen had black boxes and 8's across the top with black circles. The customer's blood glucose was 177 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to water. The customer stated that there was water inside the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.